Event description:
Patient post lower extremity arteriogram had artery closed with starclose device. After closure device deployed, patient's right pedal pulses were no longer able to be located by doppler. Interventional radiologist present. Ankle brachial index (abi) ordered. Afterward patient re-prepped for a second arteriogram. Right foot somewhat mottled in appearance and cooler to touch.